Event description:
The customer reported that when pressing the "o" button, the pt support moved to the home position. The field service engineer (fse) confirmed that there was no injuries due to the uncommanded motion of the pt support. The fse reported the master control unit (mcu) rotate tilt controller (rtc) board to resolve the issue.

Manufacturer narrative:
(B)(4). On (B)(6) 2016 the customer reported that when pressing the "0" button, the patient support moved to the home position. The field service engineer (fse) confirmed that there were no injuries due to the un-commanded motion of the patient support. The customer re-started the gantry and completed the patient procedure. On (B)(6) 2013 the fse replaced the master control unit (mcu) rotate tilt controller(rtc) board to resolve the issue. CT engineering determined this issue to be an acceptable risk and if the malfunction were to recur it would not be likely to cause or contribute to death or serious injury. Based on the information provided the probable cause of this event was due to a failed the master control unit (mcu) rotate tilt controller(rtc) board.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).